Event description:
A patient reported they were unable to test for 4-5 days. Their meter allegedly had no power. The result on their meter was: unable to test. No alternate test reported. No comparisons reported. No treatment was reported. No further information has been reported.